Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue with the transmitter occurred that caused it to be replaced. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. Share log data was available for review and the logs displayed a permanent loss of connection. The complaint could not be replicated with the returned transmitter. The customer complaint of an unknown issue with the transmitter was confirmed. The root cause could not be determined. The reported issue of an unknown issue with the transmitter is reportable based on the finding of permanent loss of connection.